Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial-ventricular measurement could not be obtained on the external pulse generator (epg) while doing a pacemaker check. The caller indicated that ventricular leads were connected, but no atrial leads were connected. Technical services provided assistance in resolving the issue by information the caller that there needs to be both connected for testing the a-v interval. The caller indicated that additional test leads would be located and used. No patient complications have been reported as a result of this event.